Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed electrical overstress damage in the modem circuitry. A component was confirmed to be visually burned. The allegation was confirmed in analysis.

Event description:
Boston scientific received information that this remote monitoring system exhibited a no dial tone. The patient confirmed there were many storms over the summer. The remote monitoring system was returned to our company for analysis.